Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was performed on (B)(6) 2017 using a proglide device via a 6f or 7f sheath after an iliac stenting procedure. Reportedly, hemostasis was achieved. On (B)(6) 2017, the patient came back in due to pain upon exertion at the access site. The patient had a computed tomography angiography performed and webbing/malformation noted at the access site. No treatment has been performed at this time for the pain. The physician is reportedly trained in the use of the proglide device. No additional information was provided.